Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
The patient underwent revision surgery on (B)(6) 2014 for loosening/lysis. A previous arthroplasty is listed as occurring in 2004.(B)(4)